Manufacturer narrative:
The reported complaint was confirmed. An additional evaluation was done by the supplier and they found that the blender passed all functional requirements. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the service repair technician the electronic patient gas system has reached its end of service life so no additional testing or repairs will be done.

Manufacturer narrative:
During laboratory analysis for a separate complaint, the epgs fraction of inspired oxygen (fio2) readings were inaccurate. The pst replaced the sechrist blender with a lab use only (luo) sechrist blender, and the readings were within specification, determining that the customer's sechrist blender was the issue. This complaint is related to (B)(4)/ medwatch #1828100-2020-00005.

Event description:
The product surveillance technician (pst) reported that during laboratory analysis, the electronic patient gas system (epgs) could not pass release testing. There was no patient involvement.